Event description:
The reporter did back to back blood glucose tests, one after the other, using different fingersticks and strips. The results were 106, 186 and 222 mg/dl. Reporter did not have any symptoms. A control test was high, outside of range. No harm was alleged.